Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Md believed that pump was a possible cause of hospitalization. Bolus history revealed a 10 day gap between some boluses. Troubleshooting performed and pump appeared to be operating normally.